Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, during a transcarotid tavr procedure with a 29mm sapien 3 valve in the aortic position, the balloon ruptured at the final point of deployment. There was no extra volume added. Upon removal of the system, the balloon shaft broke.  The nose cone and balloon came off and were stuck in the carotid artery. An 18fr esheath was inserted into the left femoral artery to snare the nose cone and balloon. The team was able to retrieve and remove the nose cone and balloon through the femoral artery. The patient was stable post procedure.

Manufacturer narrative:
Update sections d10 and h3.  Corrections to section b1, b2, and h1. The certitude delivery system was returned to edwards lifesciences after use in the procedure with sheath and loader separated. The delivery system was visual inspected, and the following was observed: longitudinally and radially balloon burst confirmed with no balloon material missing; balloon and guide wire lumen separated from the delivery system;  sheath distal tip compressed; slight non-circumferential distal tip delamination. Due to the condition of the returned device (balloon burst) no functional testing could be performed. The complaints were confirmed through visual inspection.  Dimensional analysis was performed and the single wall thickness measurements proximal to the tear were measured.  All measurements were within specification. During manufacturing, the balloons are visually inspected for any defects.  During delivery system final inspection, the delivery systems are visually inspected.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification for lot release.  These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event.   A lot history review was performed and revealed no other similar complaints.  A review of complaint history from (B)(6) 2019 ¿ (B)(6) 2020 revealed additional similar returned complaints for the certitude delivery system (all models and sizes) for the complaint code balloon burst, distal tip nose tip separated, and withdrawal difficulty through sheath.  The complaints were confirmed, however, no manufacturing non-conformances were identified in the returned device evaluations.  A review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst, distal tip/nose tip separated, and withdrawal difficulty through sheath were confirmed based. However, investigation of the device, complaint history, lot history, and DHR revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Per report, ¿the balloon ruptured at the final point of deployment. There was no extra volume added¿ due to unavailable of patient¿s anatomy. The definite root cause is unable to determine. A review of complaint history revealed that most complaints showed that the root cause analysis for similar returned balloon burst complaints has been summarized in a technical summary written by edwards lifesicences. The technical summary provides a rationale as to why it is unlikely that a product defect, manufacturing non-conformance, or IFU/training deficiency contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified annulus. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. After the balloon bursts, it is likely that withdrawal difficulty was experienced during removal of the delivery system. Burst balloon may alter the balloon profile and can become caught on the tip of the sheath during retrieval. The compression of the sheath and slight non-circumferential delamination support that there was difficulty withdrawing. In some cases, this additional force can cause further damage to distal tip and can even cause the separation of the nose tip from the delivery system. As such, available information suggests that patient factors (calcification) and procedural factors (retrieval of burst balloon) contributed to the balloon separation. Since no product non-conformances or IFU/training deficiencies were identified during the evaluation and the control limit did not exceeded the applicable trend categories, product risk assessment escalations, and corrective/preventative actions are not required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.